Event description:
It was reported that there was high thresholds noted in the right ventricular pacing lead approximately one month after the initial implant date. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut, but not breached and was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, implantable pacing lead, (B)(6) 2013. (B)(4).